Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus cable was cut with shielding visible and not working correctly. It was also noted that the paper tray was nearly empty. The anti-slip layer of the radiofrequency head was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.